Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was a button anomaly on the insulin pump. Blood glucose value was 320 mg/dl at the time of the incident. The customer stated that they had a no delivery alarm as well. No troubleshooting was performed for the button anomaly. It was not stated if the button issue was resolved. The insulin pump will not be returned for analysis.